Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. The analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical product(s): addr01 ipg, implanted: (B)(6) 2013; 5076-58 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead was also returned to due system change out. The rv lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.